Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty retracting the foot include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that contribute failure to advance the knot include, but are not limited to, non-rail limb pulled too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The additional four proglide devices referenced in b5 are filed under separate medwatch report numbers.na

Event description:
It was reported that suture placement of the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, although the sutures of two devices were successfully pre-placed, the lever of both devices was closed and it was thought the foot had retracted, there was difficulty removing the devices from the anatomy. As a result, excessive force was used to remove the devices. It was noted that the foot of the devices were still slightly opened and had torn the vessel. A 10f sheath was put in to control the bleeding from the tear. The sheath was upsized to 16f sheath and the aaa was completed. Hemostasis was not achieved with the sutures of the two successfully pre-placed devices; therefore, an attempt was made with three additional proglide devices. All three devices had the same issue with the foot not retracting. Additionally, there was an issue with advancing the knot. It was as though the knot was locked already prior to attempting to advance them. This issue occurred with all three devices. Therefore, manual arterial compression was applied to achieve hemostasis. There was no other treatment performed for the torn vessel other than putting the 10f sheath in and manual compression at the end of the procedure. No additional information was provided.